Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of system error 1 alarm is confirmed. The returned pcs assembly's balloon pressure transducer zero offset was noted to be above the acceptable range during the complaint investigation, which caused a system error alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) alarmed for system error 1 on start up. Bio med was not sure if this happened while the pump was on a patient or going on the patient, they received no patient complications. The fse replaced the pneumatic control system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that the intra-aortic balloon pump (iabp) alarmed for system error 1 on start up. Bio med was not sure if this happened while the pump was on a patient or going on the patient, they received no patient complications. The fse replaced the pneumatic control system.